Manufacturer narrative:
Corrected information has been received which was not correct in the initial report. The information has been provided with this report. Failure analysis was originally performed under MDR number 2032227-2020-129529. Device passed the sleep current measurement, active current measurement and self test. All currents within specific range. Device was monitored and no unexpected power loss alarm noted during testing. Device was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
The insulin pump will return for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 599 mg/dl at the time of incident and 41 mg/dl when admitted to the hospital. Customer stated that the insulin pump was not working and received insulin flow blocked alarm as well as ring was damaged. Customer experienced symptoms such as vomiting, abdominal pain, difficulty in breathing and loss of consciousness. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with intravenous drip for high blood glucose. Customer did not allege that the insulin pump was under delivering. Customer declined for troubleshooting of high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.